Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following was observed: damaged housing (discolored/scrathes) recommend to swap. This does confirm the alleged failure mode of [turns on and off]. Probable root cause: 1. Disposable not engaging drive pin due to dimensional problems; 2. User does not fully insert disposable and is not securely held by the collet and drive pin; 3. Components dimensionally out of specification; 4. Drive pin mechanical failure; 5. Heat from motor burnt motor windings due to continuous use and no suction; 6. Handpiece cable assembly failure; 7. Console not delivering proper motor control to handpiece. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the unit turns on and off.

Event description:
It was reported that the unit turns on and off.